Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: the hospital staff were given the device, and it was noted that the coil detached in the base catheter and was successfully removed from the patient. It was marked as a malfunction only and there was no patient impact, injury or intervention. Although requested, the reporter had no additional information.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation findings: items returned for evaluation: pusher, implant. Items not returned for evaluation: introducer, shrink lock, dispenser hoop, catheter. The visual analysis of the returned device found that the implant was not attached to the pusher, and the proximal connector was kinked. The implant was returned stretched at the proximal section and separated from the pusher. The investigation of the pusher found that the monofilament was broken, which indicates that the device experienced a tensile break. Investigation conclusion: the investigation of the returned coil system found the proximal connector kinked, and the implant stretched at the proximal section and separated from the pusher; however, no indications of thermal activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to stretch and separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector kink, but the kink is consistent with the device experiencing forces exceeding the proximal connector's yield strength. The catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information was received.